Event description:
A 50 year old male patient treated with impella 5.5 due to acute decompensated cardiomyopathy. Patient being previously supported by impella cp and then switched to impella 5.5 support. After insertion patient not on systemic anticoagulation due to oozing around right axillary site. One unit of packed red blood cells given overnight and additional unit over night. Day one of impella 5.5 support purge system blocked alarm and tissue plasminogen activator being used as purge fluid. Renal replacement therapy initiated and patient also showing signs of pancreatitis therefore coded for inflammation. After 2.5 weeks controller error alarm occurred , displaying a motor current and flow, but no placement signal or lv waveform. The controller error alarm lasted 3 minutes and then resolved. Hcps did not want to make an automated impella controller switched even though advised to do so. Later that same day information was shared that alarm happened two more times and controller switch was initiated. When the pump was plugged into switched controller, the pump placement signal was lost and alarm on controller showed placement signal not reliable yellow alarm. The patients hemodynamics were unchanged. Patient experiencing suction alarms and impella measuring 6cm from aortic valve, which is lower than recommended and hcp planning to reposition. After 1.5 months of support pump alarmed that the purge disc was not detected. Change of purge cassette was not possible and automated impella controller hung up on insert purge disc screen. With onsite support purge cassette could not be changed as it was not detected by controller. Controller change not recommended as previous placement signal issue not reliable of pump is still present. After more than 1.5 months patient care was withdrawn and patient expired, therefore very conservatively coded on death. Thrombosis during impella support is most likely due to the combined effects of critical-illness¿related hypercoagulability and device-related blood flow disturbances. Death was conservatively coded as most likely due to underlying disease and not device-related. Impella support was continued beyond the recommended 14 day duration; prolonged use can increase the risk of complications and therefore may have played a contributory role in this adverse event. 5.5 - purge pressure high: complaint noted a purge pressure high alarm trigger on the console, indicate a potential blockage at the rotor gap. Purge fluid was changed to tpa as a mitigation. Aic 1 (sn: (B)(6)) controller failure/error & aic 2 (sn: (B)(6)) placement signal issue first controller showed a yellow controller error alarm. Console was replaced with a back up. When on the back up console, a placement signal not reliable alarm triggered. Purge disk not detected alarm was triggered on the console, 3 hours after a purge cassette change occurred. To mitigate this, a new cassette was used, but the controller was unable to detect the purge disc resulting in not being able to complete the purge cassette replacement procedure. Site made decision to not replace the controller because of an active placement signal alarm. Complaint notes patient hemodynamics were unchanged, and as a result, there was no patient consequence.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.

Manufacturer narrative:
The controller was returned for evaluation. The event was confirmed. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer. The optical bench was replaced and a full functional check was performed on the console before returning the console to the customer for use.